Event description:
It was reported that the patient had multiple low voltage alarms and no external power alarms. Log files were submitted for review and captured a cluster of no external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of slow discharge of mpu capacitors when they suddenly lose power. The system controller switched appropriately to the backup batteries. These events appeared to resolve once external power was completely restored.

Manufacturer narrative:
Section a; patient identification information was not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 01jan2025 was reviewed. The log file captured intermittent low voltage hazard and no external power alarms from 12:14:56 to 12:26:42 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord and the ac power cord did not become disconnected from the back of the unit or from the outlet. It was noted that there were no environmental circumstances that would have affected ac power at the time of the event. It was also noted that the mpu was not exchanged and would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 14oct2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mpu was plugged into an extension cord, the ac power cord did not come loose from the back of the unit or from the wall, and there were no environmental circumstances. The mpu was not exchanged.